Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, autoimmune reaction. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel 350cc on the left, and 600cc on the right side silicone breast implants which patient states she began having heart issues last july; ER sent to cardiologist; EKG fine. On (B)(6) 2019 patient was diagnosed with autoimmune disease polymyositis inflammation levels really high. Had both devices removed. Left rupture was identified during removal surgery. Right device was cloudy and wrinkled. These issues occurred after implantation. As a result patient underwent removal on 4/19/2019. This report is for the left side.

Manufacturer narrative:
On 6/26/2019,the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).